Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 2 days ago and confirmed "this week," the patient tried to connect to the implantable neurostimulator (ins) and got an out of regulation (oor) on the patient programmer (pp). They were able to bypass the oor once they replaced the batteries in the pp. They have not changed the batteries since they were implanted. Batteries were reviewed. It was also reviewed that heavy duty batteries is not recommended. The patient was redirected to follow up with their healthcare provider (hcp) regarding having the therapy checked. No patient symptoms were reported. Additional information was received from the patient stating that they were still seeing oor on the patient programmer (pp) when patient went to check their settings. It was reviewed for the patient that oor is out of regulation and that the electrical demand on the device is greater than what it was able to deliver. Patient was redirected to the health care provider (hcp) to determine the reason for the oor.

Event description:
Additional information was received stating the patient had bimonthly battery check and setting were changed because symptoms were not controlled. The patient played with the settings and it resolved.